Event description:
The reporter states the package is not sealed properly and may not be sterile. The product was not used on a patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was reported that the product was not used. No additional event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.